Event description:
Mckinley medical has filed this report after becoming aware of a potentially reportable event with an ambulatory infusion system kit. A user facility reported that a patient experienced a minor infection (cellulitis) during use of an ambulatory infusion device. The site of the infection is unknown at this time.